Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been experiencing high blood glucose levels. The customer's blood glucose was 258 mg/dl. The customer treated herself with manual injections. Troubleshooting was done. Advised customer to run a manual prime, and insulin did exit the tubing. Upon checking the alarm history of the insulin pump, the customer stated that she had received the no delivery alarms multiple times. The customer also mentioned having blood glucose of over 500 mg/dl. The customer stated that her blood glucose stayed high despite manual injections. The customer explained that her basal delivery had been off after receiving the battery out limit alarm and the time and date were incorrect. Advised customer to contact her healthcare provider in regards to her blood glucose. Nothing further reported.